Manufacturer narrative:
The investigation of the reported event was completed with the following results. The returned footswitch was examined in detail and it could be observed that the rotation axis of the teeterboard was polluted with a sticky substance. A detailed log file analysis showed that the footswitch was pressed for 88.6 seconds with a kerma of 0.1454 mgy. During this time the user was informed visually and acoustically of the activation. In addition, the operator manual contains instructions for cleaning and disinfection, as well as description of safety measures such as emergency stop button and location of the emergency stop button. The footswitch on the concerned units has been replaced by local service. Following the part replacement, the system recovered and works as intended.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q floor system. The user reported that the foot switch pedal became stuck, and released x-rays. There is no report of impact to the state of health of any patient, or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.